Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was large difference in the sensor and blood glucose readings and the insulin pump would go to threshold suspend. Customer's blood glucose was 140 mg/dl and sensor glucose was 72 mg/dl. Customer reported also blood at site. Customer unable to do troubleshooting due to he was driving. Advised customer the sensor would replaced. No further information provided.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test and the sensor passed per specifications. Performed the bicarbonate buffer test and the sensor passed with accurate readings.